Event description:
The pt was revised due to tibial component subsidence with stress reaction developing into frank stress fracture and then complete split fracture of medical tibial plateau without trauma.